Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor alarm. Customer's blood glucose at time of incident was 390 mg/dl. The customer stated that bad sensor alarm occur after a 2nd calibration error. The customer sensor glucose was below 40 and he only had 1 calibration error. The customer was advised to remove and change out sensor. The customer was explained that there is possible issue with the sensor. The customer reported via phone call that they had calibration error. Customer's blood glucose at time of incident was 362 mg/dl and sensor glucose was 75. Customer has removed the sensor and can't continue troubleshooting.